Manufacturer narrative:
Concomitant medical products: product ID a52200 lot# serial# unknown implanted: explanted: product type software product ID 978b128 lot# va2cwzz serial# implanted: explanted: product type lead. Information references the main component of the system. Other relevant device(s) are: product ID: 978b128, serial/lot #: va2cwzz, ubd: 10-dec-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient was having a lot of discomfort and no therapy results. They had thought they might have had a bladder infection even though they never had one. Patient had a follow up with the doctor (B)(6). They did an x-ray and noticed the lead is not in the original position. It showed the lead curled and pulled back. The doctor told patient to turn off the stimulation and call and try a different program. The patient had tried changing the intensity, but it didn't do any good. It was uncomfortable in the groin area. When asked when the symptoms started the patient said within a couple weeks of the implant. The doctor thought that she had fallen but the patient said she didn't. The patient doesn't know how the lead moved. Checked patient's settings and it was on program 1 at 0.8 volts and the stimulation was off. On program 1 patient felt the sti mulation in the right buttocks almost to the top of the thigh, and a little bit in the vaginal area. Walked the caller through turning to program 2 and patient felt the stimulation in the same area as program 1. Patient switched to program 3 and feels it in the same place. Patient switched to program 4 at .6 volts and feels it in the vaginal area and it doesn't feel too intense. Patient is going to leave it on this setting. The patient was advised to monitor the symptoms for a couple days and see if the symptoms improve. If not then they could try the other programs.